Event description:
I think philips respironics is intentionally making it difficult for patients to register for recall replacements. They may even be misleading in their language in order to do so. In my line of work I find myself helping patients register because of how difficult it has been. Upon attempting register sn (serial number) that I know for sure are affected and on the recall list, the patient receives the following message from the philips website, " serial number entered is not recognized as an affected device. Please verify that the serial number entered is correct and check your unit again. Also, please verify that you are locating the serial number from your CPAP, bilevel pap or ventilator device directly and not any attached humidifier (the water / reservoir tank). If you believe this is an error, please go to our contact center list here for a phone number where you may speak with an agent." I have heard this complaint from multiple patients now and have experienced it myself as a healthcare provider when trying to assist. Once the patient sees the message, they either assume their device is not actually affected, even though it is listed as an affected device from philips, or, they call the suggested recall number, only to wait hours and finally give up on pursuing their replacement. It seems to that in order to speed up the "ending" of the replacement, philips is setting up pathways of failure to discourage patients from pursuing what is rightfully theirs.